Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. It is unknown when and how the piece of j tube got into the nasal cavity. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient was started on duopa therapy. On an unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient dislodged the j tube out of the peg tube, the tubing came apart out of the click connector. On (B)(6) 2020, during the device replacement, it was noticed that the tubing had twisted into a large knot. Reporter stated that during the removal of the j tube, a piece of the knotted j tube broke off and it was later found in the nasal cavity. It was reported that the patient had a nasal x-ray and physician had used nasal endoscopy to remove the part.